Manufacturer narrative:
Additional: recipient details have since been provided and section a has been updated. This report is submitted on may 16, 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced a skin overgrowth on the abutment. Treatment with antibiotics (date and type not reported) and steroids (date and type not reported) was unsuccessful. The patient is being clinically managed by the health care provider.